Event description:
The micro sagittal saw was sent or eval because it was running on its own without activation during a procedure. A readily available alternate device was used to complete the procedure without any clinically significant delay; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the internal components of the device.